Event description:
It was reported that the pulse generator could not be interrogated. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found the pulse generator could not be interrogated due to memory corruption and a corrupted ID bit. The correct ID bit was programmed and the device could then be interrogated and was found in backup vvi mode. The product code was successfully downloaded, and normal device function ensued. The cause of the memory corruption could not be determined.